Event description:
It was reported that during an open traffic reconstruction procedure, the clips did not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.